Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. Based on the information provided in the report, we are unable to conclude that a device malfunction directly contributed to the reported high bgs. It is recommended that pts always carry a back-up meter with which to confirm bg readings. It is also recommended that pt confirm entry of information into pdm prior to administrating any therapy. The omnipod user guide instructs users to check blood glucose levels frequently, so that they are able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the pt always carry extra supplies in case of an emergency. No pdm lot number was provided - a review of lot qualification records was therefore, unable to be performed.

Event description:
Customer's mother reported that her son had been in the hospital due to high bgs. She reports that over the last few days, her son states that he was bolusing for meals and bg levels however, upon review of the pdm and bolus history, there was no history in the pdm of boluses being delivered. The customer complaint call center attempted to f/u about the customer's report and the pdm. Note: the suspect pdm was not returned at the time of this report. It is assumed that the pdm was functioning properly and the customer continued to use the product.